Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that while in use on a patient, the device stopped oscillating. The patient was moved to another device with no patient harm reported.